Manufacturer narrative:
The t:slim user guide states: "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had left their pump at home while on a trip. Upon returning, the customer reported that the pump had shut off. The customer's blood glucose level was 275 mg/dl. The customer administered a manual injection. During troubleshooting with tandem technical support, it was determined that the proper sequence of low power alerts and alarms displayed on the pump prior to the pump turning off and that the pump had shut off due to low battery power. The customer changed supplies and resumed insulin delivery.